Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised left and right rear frame under the axle is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, there was a broken weld at the tubing at the bottom rear of the side frames. An expanded evaluation was performed. The expanded evaluation report confirmed that both side frames had broken welds at the bottom of the back canes. The breaks were completely covered in black tape that was attempting to hold the parts together. Additionally, one of the side frames was missing a bearing.

Event description:
Dealer advised left and right rear frame under the axle is broken.